Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked through the needle. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a hemodialysis set including a guide wire, an introducer needle, and an arrow raulerson syringe (ars), as well as the product lidstock for analysis. Visual inspection of the guide wire revealed offset coils near the distal end of the body. The distal j bend was slightly misshapen but intact. Microscopic examination confirmed the offset coils. Both welds were present and appeared full and spherical. Visual inspection of the returned insertion components (ars , needle) revealed no defects or anomalies. The offset coils measured 10mm from the guide wire distal end. The guide wire total length measured 601mm, which is within the specifications of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.852mm, which is within the specifications of 0.838mm-0.877mm per guide wire product drawing. The needle cannula inner diameter measured 0.042", which is within the specifications of 0.041"-0.043" per cannula product drawing. Functional inspection was performed per the product's instructions for use, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through the returned ars and introducer needle and was able to pass through with little to no resistance. A manual tug test confirmed both welds were secure on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire contained offset coils near the distal end. The returned guide wire and insertion components met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked through the needle. No patient harm reported. The patient's condition is reported as fine. Additional information received from the customer: "under the guidance of ultrasound, the needle enters the right internal jugular vein smoothly, and the suction is smooth. It is venous blood. After the swg is rinsed with dilute heparin, it is slowly sent from the tail of the ars. However, the guide wire kinked when enters the needle. It can be seen that the guide wire can not advance at the junction of the transparent ampulla of the puncture needle and the steel needle. The guide wire is withdrawn and the venous blood is drawn out repeatedly and smoothly, indicating that the needle is inserted. The puncture needle is normally in the venous cavity, so withdraw the puncture needle and press with gauze." The customer also reports that a second kit was opened.